Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent, abdominal pain and pyrexia. The cause of peritonitis was not reported. It was reported that the patient went to the hospital and was treated with unspecified "anti-inflammatory" medication on the same day as diagnosis. Additionally, it was reported that the patient was admitted to the hospital two (2) days after the diagnosis. At the time of this report, the patient was recovering from peritonitis. Pd therapy is ongoing. No additional information is available.